Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm was noted. The motor passed motor test. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, button error and motor error on the insulin pump. The customer's blood glucose reading was 449 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the alarm occurred during a bolus delivery. The customer stated that the escape button does not take her to the status screen. The customer stated that the act button does not navigate to the main menu. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.